Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, not having charging supplies nearby, was guided by technical support to reset the pump themselves and planned to follow up if the issue persisted.